Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Reported product not marketed in the us; however, similar product is. Manufacturing site evaluation: evaluation is on-going.

Event description:
Country of complaint: (B)(6). During embolic therapy, embolic material flowed in the blood vessel and it remained near the pulmonary valve. Follow-up by the administration of heparin was completed. Unknown at time of reporting if there will be an additional surgery required to remove the embolic material. Additional information: lot number would be one of the following; 213121n2, 213122n2, 213253n2, 213272n2 or 213285n1.